Event description:
During a follow-up, increased capture threshold resulting in loss of capture, increased defibrillation impedance and increased pacing impedance were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.